Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported an elevated blood glucose (bg) level of 490 (mg/dl) and delivered insulin injections to treat bg levels. The customer changed pump supplies, infusion site and resumed insulin delivery.